Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was replaced.

Manufacturer narrative:
No medwatch form was received final analysis found an overtorqued distal coil at 2.5 cm from the connector pin. Shorts were noted between the connectorpin and the ring electrode.